Manufacturer narrative:
The complaint is confirmed and should be recorded as user related. It appears the stylet wire has damaged the catheter causing the first leak to occur. It appears the leak found on the distal side of the lumen was caused by the user retracting and then reinserting the stylet, forcing it through the tubing wall.

Event description:
Pre insertion flush performed. Catheter was inserted and slushed. Hole was noticed at the 40 cm.